Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of false negative hcg for one patient. On (B)(6) 2016 customer states one patient tested negative x2 (one urine sample, 2 dipsticks) on consult hcg dipstick. Patient later tested positive with qualitative beta sub-unit serum test per customer. Patient presented with abdominal pain and amenorrhea on (B)(6) 2016. Patient has no history of renal dysfunction per customer, no medications per customer. Lmp was "sometime in (B)(6)", unsure of exact date. No procedures were performed based on the patient's negative test results. Customer states the patient had a miscarriage sometime after the date of testing, the exact date and time is unknown. No additional information provided.